Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. It was reported in the previous report that the device was returned for evaluation. Upon complaint review, it was determined that the device was not returned. Therefore, the device evaluation has been updated. Device evaluation update: investigation summary: the device was not received at the service center, therefore the complaint cannot be confirmed. The complaint cannot be confirmed. A review into the depuy synthes mitek complaints system revealed 1 dissimilar complaint for this serialized device with the product code that was released to distribution. The device is categorized under legacy manufacturing. A review of batch history for each legacy fms product complaint is not possible since legacy manufacturing no longer exists. At this time, we cannot discern a definitive root cause with the information provided. These devices are frequently sent in for repair due to the nature of their use, and longevity in the field. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate evaluation statement: the device was received at the service center. No deficiencies were detected. The complaint cannot be confirmed. A review into the depuy synthes mitek complaints system revealed a dissimilar complaint for this serialized device with the product code that was released to distribution. The device is categorized under legacy manufacturing. A review of batch history for each legacy fms product complaint is not possible since legacy manufacturing no longer exists. At this time, we cannot discern a definitive root cause with the information provided. These devices are frequently sent in for repair due to the nature of their use, and longevity in the field. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
There is a customer that have this issue, it seems that lavage option is always activated. They press the cannula suction then the pressure goes to the set point (50), when the cannula suction function is released the pressure goes up.